Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter was filled prior to insertion and it burst. There was no reported patient injury. It was later reported on (B)(6) 2018 from (B)(6) (sales rep), it was unknown if there were missing pieces of the balloon.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due damage only being internal. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from the eyelets and backed up into the drainage funnel, indicating lumen to lumen leakage. Cuts in lumens are considered out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. English. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use only. Do not resterilize consult instructions for use. C. R. Bard, inc. Covington, ga 30014 USA 1 800 526 4455 www.bardmedical.com. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fi ll the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation refer to direct unit label for product content and gender specific use where applicable. Caution, consult accompanying documents. Use by date lot number reorder number storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Refer to direct unit label for sterilization method utilized." Correction: d4, d10, h3.

Event description:
It was reported that the balloon of the catheter was filled prior to insertion and it burst. There was no reported patient injury. It was later reported on (B)(6) 2018 from (B)(6)(sales rep), it was unknown if there were missing pieces of the balloon.